Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the surgeon used the proximate hemorrhoid stapler according to the instructions as in the product insert. When the stapler was fired the usual audible feedback was not heard. When the stapler was removed, there was one part of the hemorrhoids that was not stapled and bleeding occurred. The anastomosis and bleeding were controlled by hand suturing. This caused the or time to be extended by an unknown amount of time. There was no reported patient consequence.